Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when the system monitor history was checked during outpatient visits, "replace system controller" was displayed, so they replaced it with a spare system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace system controller alarm was confirmed via log file analysis; however, this alarm was not reproduced during testing. The heartmate ii system controller (serial number: (B)(6) was returned for analysis and log files were downloaded. A review of the downloaded event log file contained data spanning approximately 15 days (01apr2025 to 15apr2025 per the timestamps). A yellow wrench advisory resulting in a replace system controller alarm condition was active at 05:53:40 on (B)(6) 2025 due to a liquid crystal display (lcd) fault. The lcd fault appeared to resolve itself. At 11:48:49 on (B)(6) 2025 the driveline was disconnected to exchange the system controller. The pump maintained a speed above the low-speed limit throughout the log file while the driveline was connected. The returned system controller was functionally tested and found to operate as intended during analysis. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause for the reported event could not be conclusively determined through analysis. The device history records were reviewed for the heartmate ii system controller (serial number: (B)(6) and found to have passed all manufacturing and qa specifications before being shipped to the customer. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including replace system controller and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 2 ¿how your heart pump works¿ and heartmate ii instructions for use (IFU) section 2 ¿system operations¿ explain how to replace the running system controller with a backup controller. The patient handbook cautions the user ¿if at all possible, do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions including calling the hospital if instructed.¿ heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.